Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 7 days, due to high blood glucose (bg) levels >500 mg/dl and high ketones, while wearing the pod between 1 and 4 hours. At the hospital, the patient was treated with multiple insulin injections and other medicine (unknown). The pod was discarded.